Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer did not know how the pump touch screen became shattered and non-functional . There was no adverse impact to customer's blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.